Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2009, in regards to erroneously elevated accutni results generated on the access 2 immunoassay system for three pts. The initial erroneously elevated accutni results were reported outside the lab. The customer has indicated that from (B)(6), they have seen an increase in pt results in the indeterminate range. Once the customer received another lot they saw a decrease in pt results in the indeterminate range. It is unk if this is related to reagents. The pt samples were retested on another instrument and the results recovered within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched for this event. The field service engineer did not evaluate the device. The accutni quality control (qc) data was reviewed and it was within specification prior to and after the event. The system check data that was performed on (B)(4) 2008 was reviewed and it was within instrument specifications. Following this event, bci sent a new reagent lot to the customer to replace the reagent lot at the user site. The customer performed reruns of the pt samples and results were within expected reference range. No definitive root cause can be determined for this event. This is three of three separate MDR reports related to three pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-01781, 01782 for all event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.